Manufacturer narrative:
G.5. Additional PMA / 510(k)#: k040026, k040725, k050191, k062087. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facs¿ 7-color setup beads 25 tests an incorrect result was reported out to a physician. There were no reports of patient harm or injury. The following information was provided by the initial reporter: they decided to run the samples after the pass with the expired beads. They should not have reported the results because of the expired 7 color set up beads, and unfortunately the results were used for inclusion/exclusion in a study. Customer confirmed that there was no harm, negative impact, or injury to the patient as far as they know.

Event description:
It was reported that while using bd facs¿ 7-color setup beads 25 tests an incorrect result was reported out to a physician. There were no reports of patient harm or injury. The following information was provided by the initial reporter: they decided to run the samples after the pass with the expired beads. They should not have reported the results because of the expired 7 color set up beads, and unfortunately the results were used for inclusion/exclusion in a study. Customer confirmed that there was no harm, negative impact, or injury to the patient as far as they know.

Manufacturer narrative:
H.6. Investigation summary: based on the investigation results, the reported issue of qc failure which caused erroneous results was confirmed. Investigation results that were performed on the indicated failure mode were the following: complaint history review: the potential cause was due to the use of expired beads. The field service engineer (fse) also confirmed that although the lot number was correct the target voltages were all set to default and the spectral overlaps were also set to 100. The fse inputted the correct values and the issue was resolved.